Event description:
Clinic notes for the patient were received and was reported by the patient that they don't feel their vns is working and feel they are having constant seizures since their last visit. They don't feel like their vns is delivering stimulation. It was discussed in notes that the patient's seizures have been better however current rate was not provided. The battery was checked and reported it's 5-11% battery life remaining. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, no increase in seizures was reported. Based on the clinic notes received, the patient's seizures continued to improve and were much better. Patient was noted to be able to potentially go two or three days without a seizure.

Event description:
Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received.